Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine subcutaneous implantable cardioverter defibrillator (sicd) screen on a patient, the programmer worked well through the test and saved the report appropriately. When the last step which is the 'end session' from sicd, the spinning hourglass kept spinning for two to three minutes before the session closed. The user thought that the programmer had frozen. The user commented that this event is far longer than it should have been. No adverse effects reported. The programmer remains in service. This corrected supplemental report is being submitted to revise the device observation codes, evaluation conclusion codes and the additional manufacturing narrative.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events. At a low rate of occurrence, where the latitude programmer screen became unresponsive to touch inputs during use. In most cases. The programmer required a system reboot to complete testing. Our initial investigation of this device behavior has not found any commonalities (i.e., device serial numbers, date of the event, etc.) Between the different countries and hospital facilities that reported experiencing this behavior to boston scientific. Currently, representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that during a routine subcutaneous implantable cardioverter defibrillator (sicd) screen on a patient. The programmer worked well through the test and saved the report appropriately. When the last step which is the end session from sicd, the hourglass kept spinning for two to three minutes before the session closed. The user thought that the programmer had frozen. The user commented that this event is far longer than it should have been. No adverse effects reported. The programmer remains in service.